Event description:
The patient contacted animas on (B)(6) 2012 reporting a blood glucose of 44 mg/dl. The patient reported delivering a bolus with the pump and receiving a exceeds max total daily dose; the patient did not realize that the bolus had delivered so the patient gave an injection of insulin using a syringe. The patient reported that blood glucose levels decreased to 44 mg/dl with sweating and shaking. The patient reported treating with oral carbohydrate and blood glucose increased to 55 mg/dl. Further troubleshooting of the event found that the patient had attempted to change the time but inadvertently changed the date resulting in the pump reaching the maximum total daily dose; the reporter indicated that a bolus was delivered and the pump alarmed so an injection was delivered resulting in unintended additional insulin. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data revealed records dated (B)(6) 2015. Black box histories for the date of the alleged event, (B)(6) 2012, have been overwritten due to continued patient use. Of the data available, the daily insulin delivery totals correctly reflected the programmed basal rates. The pump was exercised for 29 hours and was found to be delivering insulin within the required specifications without malfunction.